Event description:
International affiliate reports the bit (ie. Disposable perforator) did not disengage and continued to cut through the skull. There was a dural tear over superior saggital sinus. Bleeding was controlled with gelfoam and pressure. The bit was being used with a 3m craniotome with neuro drive.